Manufacturer narrative:
(B)(4). Date sent: 10/15/2015. Batch # l93614. The analysis results of the flr01 found that it was received with the retractor sheath separated from the upper retractor ring; the retractor sheath was in good condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the found condition. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the sheath was torn when the device was put into the patient's body. Another like device was used to complete the procedure. There were no adverse consequences for the patient.